Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the atrial lead could not be implanted. The lead was no longer used and a single chamber device with no atrial lead was implanted.